Manufacturer narrative:
The device associated with this report was not returned. The reported device was manufactured in 1996. A complaint database search against the provided product code identified similar reports. Previous similar investigations attributed the root cause to product wear out or user technique. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon routine inspection of this instrument listed below, it was noticed that upon gripping and locking of patella clamp, the instrument was unable to be unlocked, making this unusable in surgery.